Event description:
A doctor reported via a health authority that a female pt has experienced severe pain due to a corneal ulcer, edema, vascularization, keratitis & iritis in her left eye associated with wear of focus night & day contact lenses. The pt was prescribed prednisolone & corneregel which improved the situation. The event was expected to resolve with no residual effects. Request has been made for additional info, however, no further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this event was not an infectious event as antibiotics were not prescribed & improvement was reported following the use of anti-inflammatory agents. This suggests the event was possibly iritis. As there was no product or lot number provided, no detailed investigation can be performed.